Event description:
Same case as: 2134265-2013-08511, 2134265-2013-08514. It was reported that the motor drive unit will not pullback. The ilab motor drive unit was used in conjunction with a bsc coronary catheter intended to visualize the target lesion in the mildly calcified left anterior descending artery with stenosis between 80 to 90%. It was noted that during the procedure, the motor drive unit did not perform automatic pullback. The procedure was completed by doing a manual pullback. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older . Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).